Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. Visual inspection found scratches on the top and both sides. The iesu was analyzed and found to have error c-34 on start-up. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted retzius sparing prostatectomy surgical procedure, cautery error c-34 occurred. The user power cycled the integrated electro surgical unit (iesu), with no change. Error c-34 was confirmed in the system logs against the iesu. The customer stated that they did not have a force triad generator or another vision side cart (vsc) available but had an ft-10 generator available. The intuitive surgical, inc. (Isi) technical service engineer (tse) advised the customer that this was not a validated generator. The customer did not provide information on how the surgeon would proceed with the case. There were no reports of patient injury. The issue was escalated to isi field service. Isi received the following additional information via follow up: the procedure was completed with a backup generator.